Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump started beeping and was a showing a red cross on a book. The customer's blood glucose level was 130 mg/dl. The customer reported that the insulin pump had cosmetic damage. The customer also reported crack running from top of battery compartment all the way down. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarm noted during testing. Device functioning properly. Device received with cracked case, cracked battery tube threads and cracked case corner of belt clip rails.